Manufacturer narrative:
The specimens were lithium heparin plasma collected in pst tubes with gel separator. The first tube was only half full, and sample 2 was 2/3 full. No errors were posted to the event log. Customer did not question any other assays or results. A field service engineer (fse) was dispatched: the fse performed a precision run and obtained results met specifications. The fse did not find any hardware issues that would have contributed to this event. Per fse, the customer does not re-centrifuge samples prior to re-analyzing. No definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
Customer obtained troponin (accu tni) results above the ami cut off from one patient's sample. Upon repeat analysis on a different analyzer lower results were obtained. The specimen was also tested by another method and troponin result was 0.01 ng/ml a fresh sample collected from the patient gave accu tni results in a lower clinical range when it was tested on this and on the different instrument . The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.